Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error, audio anomaly and rewind anomaly. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they had motor error on the pump. The customer stated they had a loud buzzing sound now. The customer stated the pump was still giving off that loud buzzing. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistor .insulin pump passed basic occlusion and displacement test. The motor was tested outside of the device and passed. Insulin pump received with high stop current due to voltage leak on interface board. Insulin pump failed self test due to lose vibration motor connector noted.